Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance and oversensing noise. A lead fracture is suspected. The low voltage, pace/sense, portion of the rv lead was capped and a new low voltage lead was implanted. The high voltage portion of the original rv lead remains in use. No patient complications have been reported as a result of this event.